Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/11/2014 with the following findings: the battery compartment and battery cap threads were damaged. The returned battery cap and a test cap were unable to secure properly to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue: unable to remove battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.